Manufacturer narrative:
Additional case/patient information was requested but the information was not forthcoming. It is normal to have a small gradient across a prosthetic valve after implant. If elevated, it may indicate obstructed flow across the valve. An increase in gradients may result from patient factors such as hypertrophic cardiomyopathy (hcm) or sub-valvular aortic stenosis. Additionally, an increase in gradients can indicate that a leaflet is not functioning optimally due to calcification or early thrombus formation. In the instance of a bioprosthetic valve in valve implant an increased gradient can be a result of intravalvular regurgitation and is not a result of a valve leaflet malfunction. If mild, these patients will not require intervention and will be followed with serial echocardiography. If significant and results in symptoms, it may require intervention. Calcification is a well-recognized failure mode of bioprosthetic valves. The mechanism of calcification of biomaterials is not completely understood, but is probably related to an inability of the non-viable cells to maintain their normally low intracellular concentration of calcium. Calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprosthesis from calcifying. The edwards sapien transcatheter heart valve is indicated for patients with severe symptomatic calcified native aortic valve stenosis. Deployment of the sapien valve in a sapien valve which has been implanted within a homograft is not indicated per the labeling; therefore the labeling (ifus and ew training manuals) do not instruct the operator how to position the sapien valve in this scenario. In this case, the cause of the calcification and sub sequent increased gradient 3 years post tavr cannot be confirmed but may be related to patient factors and/or the mechanisms described above. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported, approximately 3 years post valve in valve in homograft (23mm sapien into 23mm sapien into homograft) tavr procedure in the aortic position, the patient's mean gradient was observed to be 30mmhg. No intervention was performed at the time. However, approximately 6 months later the patient indicated she was not feeling well and was exhausted. Fluoro showed there was significant ¿recoil on the aortic side of the valve¿, therefore the decision was made to post dilate the valve first with a 20mm true balloon and then with a 22mm true balloon. The mean gradient was then accessed with a pig tail in the lv and the post mean gradient was 15mmhg. The team then decided to implant a 23mm non edwards valve. The sapien valve was observed to have been calcified. The patient is doing fine.